Event description:
The customer reported that there was no image on the left monitor during fluoroscopy. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage regulator supply board was replaced. A filament and generator calibration was performed and the calibration files were reloaded. The system was then found to be operating as intended.